Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR)- no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the microsensor unit was inspected. The complaint was confirmed, the catheter and internal wires were cut/torn. Root cause analysis- the likely root cause is mishandling. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
A facility reported a microsensor (ID 826633) broke after unpacking the device. No broken part fell into surgical site and all broken parts were recovered. The procedure was completed with a replacement product available. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).